Event description:
A nurse reported "glass like" particles were found in two pt's eye. One was removed by phaco and the other was removed manually by the doctor. There was no pt harm.

Manufacturer narrative:
Product eval: there was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for these phaco handpieces. The root cause cannot be determined conclusively. (B)(4).